Event description:
The lesion was pre-dilated and the stent was then advanced to the rca and resistance was felt. An attempt was made to pull the stent back into the guiding catheter (contrary to IFU) in order to do some further dilatations, but the stent dislodged in the coronary. A dilatation balloon was then used (a 1.5 balloon, a 2.5 balloon, then a 3.0 balloon) to successfully deploy the stent, but it remained proximal to the lesion, in an unintended site.